Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2011, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6), assistant: (B)(6), pa-c (B)(6) medical center. Block h6: imdrf patient code e2401 captures the reportable event of unknown injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that a advantage fit system device was implanted into the patient during an anterior repair with mesh and bilateral sacrospinous ligament suspension + posterior repair + advantage sling + cystourethroscopy procedure performed on (B)(6) 2011 to treat recurrent prolapse, stress urinary incontinence and overactive bladder. The procedure was completed with no complications. The patient tolerated the procedure well and was taken to recovery room awake and in stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.